Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported that they had diabetic ketoacidosis (dka). Symptoms included nausea, vomiting, and sweating. The cgm value was 60 mg/dl but the bg finger stick value was 580 mg/dl. He attempted to calibrate the sensor. The patient self- treated with insulin (unspecified amount) to lower his bg level. After the event the patient recovered and felt normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.